Event description:
Information received indicates the foot siderails are not latching.

Manufacturer narrative:
The technician found the siderail latches were sticking. He replaced the siderail latches to repair the bed.